Manufacturer narrative:
Device expiration and manufactured dates: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, embolus is a known risk associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the procedure, emboli to a new territory occurred in the a1 segment of the anterior cerebral artery (aca). The embolus was successfully removed with another retriever. No intra-arterial drugs were administered. Post procedure the patient was assessed having a tici score of 3, and at 24 hours, an nihss of 9. Approximately seven days post the index procedure, the patient was discharged to a nursing home facility having a nihss of 6 and a modified rankin scale (mrs) of 3. The physician indicated that the patient¿s outcome of discharge to nursing home was due to the heavy condition caused by the arterial occlusion before the presenting stroke.

Manufacturer narrative:
The subject device was disposed of.

Event description:
It was reported that during the procedure, emboli to a new territory occurred in the a1 segment of the anterior cerebral artery (aca). The embolus was successfully removed with another retriever. No intra-arterial drugs were administered. Post procedure the patient was assessed having a tici score of 3, and at 24 hours, an nihss of 9. Approximately seven days post the index procedure, the patient was discharged to a nursing home facility having a nihss of 6 and a modified rankin scale (mrs) of 3. The physician indicated that the patient¿s outcome of discharge to nursing home was due to the heavy condition caused by the arterial occlusion before the presenting stroke.